Event description:
It was reported that the patient experienced recurring incontinence for two years with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was explanted and a new aus was implanted. During the procedure, it was also noted that there was a large amount of tubing in the scrotum. The new aus was functioning as designed. It was indicated that there was no prior pif data available. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cause of the recurring incontinence was unknown, and the physician did not mention the excessive amount of tubing as the issue for recurring incontinence. The patient did not experience any additional adverse events. The new aus was functioning as designed without any further issues. No more information available at the moment. Should additional information become available, it will be provided.